Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the implants appearing to have too much posterior slope during primary surgery. Removed attune crfb sz 8 tibia, sz 9 femur, and 9 x 7 insert. Patella was left in place. Doi: unknown, dor: (B)(6) 2020, right knee.